Event description:
It was reported that the device exhibited a system fault alarm. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was received for evaluation. A visual inspection noted that the device was used. The screen was scratched, and the syringe port was cracked. Functional testing was able to duplicate the reported problem. The root cause of the problem was an "error code 112" which was due to an intermittent motor. Service history review identified that the device was related to a previous service. As a result, the front and rear housing, housing seal, syringe and battery cap, keypad, rear label and the motor were replaced. After this repair, the device successfully passed all functional tests.